Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. It was noted that the device got hot approximately two months ago. A change out procedure was performed and the device was explanted. Upon removing the device, the pocket appeared to be infected. No further adverse patient effects were reported.

Event description:
Additional information indicated that the physician commented that it did not look like an infection but rather a burn. The device has been returned and is undergoing analysis.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests that assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific received additional information in (B)(6) 2012 that this local representative contacted this patient's clinic. According to the patient's medical records, the cultures were negative with no identified infection. The patient did not receive antibiotics. This event was reviewed by boston scientific's global medical safety team. The group discussed the clinical implications of the abdominal explant. Based on an abdominal pocket location, it was likely that cautery was required. As the wound was left open to drain and culture, one might expect for the tissue in the area of the abdominal pocket to appear burned from cautery use (post-explant).

Manufacturer narrative:
Additionally, a review of the battery log and depletion curve did not indicate any sudden or extreme depletion characteristics. The capacitor reformation patterns in 2012 were normal for a device that was near eri. The last recorded episode occurred in (B)(6) 2010 and was a nonsustained episode. It was concluded that there was no evidence that the device caused or contributed to the clinical observation of burned tissue.

Manufacturer narrative:
Upon completion of analysis this report will be updated.